Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of coronary procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to perform geometry movements. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the geo module was defective. To resolve the issue, philips field service engineer (fse) replaced the geo module. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.